Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Diabetic nurse called that meter is giving a high test result vs. Professional meter: aviva insight meter: 6.1mmol/l and professional meter: 3.6mmol/l. Test was performed within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.